Event description:
Port-a-cath broke (catheter site). A snare was used to group the catheter and retrieve it. This report was prepared pursuant to the requirements of the smda, and is inadmissible as evidence, and it not an admission of liability.